Event description:
A medtronic rep reported, from the site, that the camera on the stealthstation treon guidance system was cycling. The medtronic rep explained that she swapped parts to troubleshoot with the system using another system at the site, however, the issue persisted. Medtronic technical services rep walked them through how to swap the optical ports on the computer for the cranial application and this resolved the issue. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued for replacement computer and pci card. Medtronic investigation finds that when connected to known good system there was no cycling of the camera as reported. The camera performance was found to be normal. The reported problem could not be replicated. System at site is functioning properly, no further issues reported.